Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded left ventricular (lv) pacing impedance measurements greater than 2000 ohms on (B)(6) 2009. No capture was observed as well. Other configurations were tried and all resulted in pacing impedances measurements greater than 2000 ohms except tip-coil which was 440 ohms with a threshold of 0.8volts/2.0ms. This crt-d was implanted on (B)(6) 2007. The associated lv lead was implanted on (B)(6) 2008. All measurements have been fine with this lv lead since implant until now. It has been suspected a lv anodal set screw is not tightened properly in the header. Currently, this crt-d and associated lv lead remain implanted and in service. The patient will be monitored. No adverse patient effects reported. Additional information was recently received that this device was explanted due to normal battery depletion and returned for analysis. No additional allegations or information about the original event were noted, and no adverse patient effects were reported.